Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. Reportedly the pump casing was cracked near the buttons. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: there were no cracks in the pump case or in the battery compartment observed. Corrosion on the battery cap spring was observed. A leak test failed due to a display lens leak. The pump was opened and removed from the case and no further moisture inside the pump was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.